Manufacturer narrative:
The sample was recived in a plastic bag. Visual inspection revealed that the flat drain section is fractured at approx 3.5 inches from the drain/tubina junction area. Microscopic examination revealed wavy/jagged edges at the fracture site. The characteristics of the fracture area are similar to those caused by nicks or punctures of a sharp instrument. The minimum pull test specification for this drain is 8.0 lb., however historical pull evaluation of broken drains usually determines that alleged complaints are apparently due to customer misuse by accidental nicking or puncturing.